Event description:
Procedure: tonsilectomy. Reportedly, during the procedure oxygen was administered to the pt through an uncuffed endotracheal tube without a mouth dam. The day after the procedure one small blister on the pt's lip and two small white dots formed on the pt's tongue. During routine evaluation after the initial reporting period this report was reevaluated and deemed reportable.